Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported via complaint submission tool that during a shoulder arthroscopy there were problems with five vapr coolpulse 90 electrode, 90° suction w/integrated handpiece. No suction was possible so they used another vapr cp 90-and there was no problem. The complaint device is not being returned, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number: [u2004090], and no non-conformances were identified. This complaint cannot be confirmed. Since the complaint device not being returned, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in germany that during a shoulder arthroscopy procedure on (B)(6) 2021, it was observed that a vapr coolpulse 90 electrode, 90° suction w/integrated handpiece device had no suction. Another like device was used to complete the procedure with a five to seven minute delay. There were no adverse patient consequences reported. No additional information was provided.